Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The information received suggests that the infusion rate was slower than expected. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.